Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing loss and undesired stimulation caused by lead migration. The patient was reprogrammed and underwent a revision procedure wherein the lead was repositioned and remain implanted. The patient was doing well postoperatively.